Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a detector panel had loose connection and was not connecting. Tightening the panel resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts were received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the detector of the imaging system was not turning on. There was no patient present at the time of the issue.